Event description:
It was reported that insulin delivery on the ilet bionic pancreas stopped because there was no working continuous glucose monitor (cgm) sensor available, and the caregiver had been entering fingerstick values for several days before seeking guidance on how to resume automated dosing. The user was advised that a new sensor must be started to restore insulin delivery, and they were referred to the cgm manufacturer for replacement sensors. Symptoms included hyperglycemia with a reported blood glucose of 297 mg/dl. Outcomes included temporary interruption of automated insulin delivery and reliance on subcutaneous insulin injections by pen. Investigation included customer service review and user education on system requirements for insulin delivery. Investigation of this case revealed that the pump¿s automated dosing was suspended as designed due to the absence of a valid cgm signal, consistent with expected device behavior that requires an active sensor to resume dosing. It was concluded, based on previously established findings for similar reports, that the cause was user circumstances of no available sensor leading to expected device interlock behavior.